Event description:
The reporter contacted animas on (B)(6) 2015 alleging hyperglycemia while on insulin pump therapy with blood glucose measuring 300 mg/dl with extreme thirst and ketones. The patient reported not receiving any treatment above or beyond the usual routine of diabetes management. Troubleshooting by customer support revealed loss of prime occurred two times. Auto off alarms were present in the alarm history. The health care provider made adjustments to the basal settings. Animas customer support determined the issue to be caused by training/misuse issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed an auto off on (B)(4) 2015 06:31; deliveries resumed at 07:55. There were multiple loss of prime warnings associated with a low non-zero force observed throughout the black box. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. An auto-off alarm was reproduced for testing purposes and the pump gave the appropriate audio and visual ¿auto-off no delivery¿ alarm. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and found to be delivering within required range and delivering accurately. The force senor calibration check was out of specifications. The pump cover was removed and the force sensor resistance was within specification. There was no contamination or damage found to the force sensor circuit. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.